Event description:
It was reported that the customer received a button error alarm on the insulin pump. It was advised that the patient discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 222 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. No moisture damage inside the insulin pump noted.